Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the vtbd is inaccurate. This issue was detected during pm. No patient involvement.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation of kangaroo k924 was performed for the reported condition of; the unit¿s vtbd is inaccurate. The unit was triaged and the complaint could not be confirmed. The unit was then fully tested; unit passed all testing. Kangaroo k924 pump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.